Manufacturer narrative:
A service visit has been performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that a handpiece clogged during surgery. The cassette was exchanged to complete the surgery. There was not any pt impact. Add'l info has been requested but not received to date.